Manufacturer narrative:
The initial report was filed using FDA registration number 3005868511. Registration number 0001811755 should have been used.

Event description:
It was reported that during a surgical procedure at the user facility, sponges from this pack shredded during the surgical procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device was not returned for analysis.

Event description:
It was reported that during a surgical procedure at the user facility, sponges from this pack shredded during the surgical procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device was not returned for evaluation. The device was not returned for analysis.

Event description:
It was reported that during a surgical procedure at the user facility, sponges from this pack shredded during the surgical procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.